Manufacturer narrative:
Investigation into the event found that the reagent metering pump seals were leaking. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.

Event description:
A customer observed inconsistant anti hav results for three patient specimens across multiple lots of reagent on their vitros eciq immunodiagnostic analyzer which resulted in false positive results. None of the vitros results were reported. Erroneous anti-hav total results may lead to confusion in the determination of susceptability to hav and lead to inappropriate physician action. There was no allegation of harm.